Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, sic went up to 6 (within 80 days). (B)(4).

Event description:
It was reported that during interrogation of implantable cardioverter defibrillator (ICD) the physician was reportedly confused about transmission report regarding storage of a captured episode. The interrogation report indicated frequency plot ends with "termination". The episode text stated that after the ninth rx anti-tachycardia pacing (atp) the electrogram (egm) storage is ended greater than "storage limit". The summary (arrhythmia episode list) stated: 8 shocks are delivered. The physician found it confusing that the plot and egm do not reveal the entire episode, to allow physician to analyze the acceleration from ventricular tachycardia (vt) (+ supraventricular tachycardia svt) to ventricular fibrillation (vf) and the delivery of the shocks. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.